Manufacturer narrative:
The subject device was returned to olympus medical system corp. (Omsc) for evaluation. The tube tip was deformed and it had an elliptical shape. There was a deformation on the edge of the tube tip as if something got caught. From the fixation mark of the tube, the radiopaque tip was fixed in the correct position. Compression buckling did not occur in the tube near the hand portion. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the radiopaque tip fell off since the biopsy forceps cup got caught on the radiopaque tip when the biopsy forceps cup was advanced and retracted in a state where it was not closed. The instruction manual of the device has already warned as follows; do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument.

Event description:
During an diagnostic bronchoscopy, the subject device was used. The distal end tip of the subject device broke off and fell into the patient body. The fragment could not be retrieved. The intended procedure was completed. There was no patient injury reported. The patient had already discharged from hospital. It was reported that the doctor thought it was unnecessary to remove the tip by surgery.